Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.